Event description:
Caller reported a malfunction on the pump, specifically indicating malfunction code 12, but no notable events occurred prior to this issue. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, as this was the first report and reset attempt for the malfunction. Additionally, it was noted that the pump would not charge, which is being addressed in a separate issue.